Manufacturer narrative:
Catalog numbers are unknown at this time. The devices were reported as unknown uni femoral component, uni insert and uni tibia tray. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision left total knee. Conversion from uni to total knee replacement. Nothing was loose.

Manufacturer narrative:
An event regarding a conversion from uni to total knee involving unknown pkr femoral component was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Revision left total knee. Conversion from uni to total knee replacement. Nothing was loose.